Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 3.00x12mm taxus liberte stent was advanced to the 100% stenosed unspecified target lesion; however, the device was unable to cross the lesion. The physician removed the device from the pt, and it was noted that the stent was not on the stent delivery system (sds). The physician looked for the dislodged stent under fluoroscopy and it was found inside of the non bsc guide catheter. Everything was successfully removed from the pt and after the lesion was predilated with an unspecified device, the procedure was completed with another of the same device. No pt complications were reported.